Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was difficult to be interrogated. The field representative tried to interrogate the device with different programmers, wands and latitude communicator with no successful results. Technical services (ts) recommended a magnet application and explained how to perform it. Furthermore, the clinic was able to get alternating beeping tones but still not able to interrogate. Ts discussed that the only other options are trying a different place or try on a different day and indicated that magnet tones tell the battery is not dead, nonetheless, no communication is found. Ts recommended a changed out if the device is not able to interrogate. The patient was hospitalized to try interrogating the device the next day. This s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was difficult to be interrogated. The field representative tried to interrogate the device with different programmers, wands and latitude communicator with no successful results. Technical services (ts) recommended a magnet application and explained how to perform it. Furthermore, the clinic was able to get alternating beeping tones but still not able to interrogate. Ts discussed that the only other options are trying a different place or try on a different day and indicated that magnet tones tell the battery is not dead, nonetheless, no communication is found. Ts recommended a changed out if the device is not able to interrogate. The patient was hospitalized to try interrogating the device the next day. This s-ICD was explanted and replaced. No additional adverse patient effects were reported.